Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer stated that her blood glucose rose from 310 to 500 mg/dl in 1 hour. She treated with manual injection. She stated that she felt okay but felt a little foggy. She was admitted with blood glucose 310 mg/dl. She stated that the insulin pump had stopped giving insulin. She stated that she had gone through 4 reservoirs before getting one to work during previous troubleshooting attempts. She stated that every once in a while the reservoirs would not fill. No bolus or basal deliveries were found in the insulin pump history. The cause of the hospitalization was unknown because the customer disconnected the call prematurely. A call back to the customer was unsuccessful.